Manufacturer narrative:
The investigation into the reported issue has been completed. Logs from the complaint date revealed that the console issued the purge disc not detected alarm several times and was unable to complete case wizard. The console was tested. The issue with properly detecting the purge pressure disc was reproduced confirming the failure mode seen in the field, and purge flag was confirmed to be missing. The cause of the issue was a broken/missing purge flag.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that after purge system exchange, the automated impella controller (aic) no longer detected purge disc. Aic exchange resolved the issue. No patient harm was reported.